Event description:
It was reported that the wake button on the customer's insulin pump was difficult to use, requiring multiple hard presses to function. There was no reported information regarding the impact on the customer's blood glucose level. The affected pump was expected to be returned for inspection, and a replacement pump was arranged to be sent to the customer.